Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 450 mg/dl. Customer treated with manual injection and blood glucose was lowered to 200 mg/dl. Troubleshooting was performed for high blood glucose. Customer declined troubleshooting for low blood glucose of 41 mg/dl. Customer was advised to call back should high blood glucose persist.